Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had fluid in the pocket where the battery was implanted. Patient had infection. No cause known. Manufacture was not aware of possible infection. Patient system was explanted and the nurse told manufacturing representative (rep) a week later. The issue was resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.